Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced infusion set fell off event during use. The infusion set had been used for 11 hours.the blood glucose level was 116 mg/dl at the time of event. The patient replaced the infusion set and resumed the insulin deliveries successully. No further information was available.